Event description:
A facility reported that when they turn on the mlx 300w xenon lightsource (00mlx), the fuse blows. It was suspected that the power supply board was defective. There was no patient involvement; thus, no patient injury, death or surgical delay occurred.

Manufacturer narrative:
Reported end user: (B)(6) hospital, delhi. The mlx 300w xenon lightsource (00mlx) was not returned to the manufacturer for evaluation. A review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis: this described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality should the product be returned. Root cause analysis: a quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue(s). At present we consider this complaint to be closed.